Event description:
The patient allegedly developed swelling and an abscess three weeks after injection into the nasolabial area. The patient's abscess was drained and was prescribed augmentin.

Manufacturer narrative:
The patient's symptoms have resolved. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.